Event description:
Procedure: oophorocystectomy. Reportedly, after inserting the device into the patient's cavity, the surgeon expanded the obturator. A plastic piece fell into the patient cavity, but it was retrieved immediately.